Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was not able to specify root cause of the reported phenomenon. Based on the following information, the reported phenomenon may have occurred because brush was broken during brushing the air/water valve of the subject device in reprocessing after previous procedure, bristle entered the air/water channel and clogged in nozzle. -according to the investigation result of olympus china, there were brush bristle type materials in the air/water nozzle. -IFU states as follows: >check bristles for loose or damage. >since brush is for single use, repeated usage may cause brush head to come off. -according to the former similar case, event seemingly occurred because brush was broken during brushing the air/water valve, bristle entered the air/water channel and clogged in the nozzle. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle. In addition it was gotten the following detailed information from the field service engineer of olympus (B)(4) who went to the user facility and checked the subject device. The air/water nozzle of the subject device was deformed, resulting in insufficient air /water supply. There were foreign materials in the nozzle of the subject device, some kind of bristle. The subject device with clogged nozzle was not used for a patient. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device. The subject device had been returned from the user because the air/water nozzle of the subject device was clogged. There was no report of patient injury associated with the event.